Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv crosstalk was observed. All leads were revised and the device remains implanted. The patient's condition is fine after the event.